Event description:
It was reported that the patient experienced recurrent low glucose while using the ilet pump with dexcom g7, prompting clinician-directed factory reset and reconnection; customer care guided factory reset, cgm re-pairing, firmware update, and a full supply change with cartridge, tubing, rewind, and fill, after which insulin delivery was resumed, and the event involved oral glucose treatment with juice and glucose tablets while the medical device problem and device component were documented as insufficient information. Symptoms included hypoglycemia with a lowest cgm reading of 49 mg/dl and an approximate low-duration of 20 minutes, not confirmed by glucometer. Outcomes included unexpected medical intervention with medication required and characterization aligned to serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the reported medical device problem and device component both recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.